Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unopened representative unit of a 528135 visistat 35r 6/box for investigation. Visual examination was performed with and without magnification. There were 38 staples remaining. The trigger was returned not engaged. There was no clear evidence of use in the form of biological material was present on the device. Upon functional inspection, the stapler was fired into the air and the staple fully formed and released. The stapler was then fired into a skin pad and the following 34 staples formed and released properly. The last three staples did not form when they were fired by the stapler. The stapler was disassembled, and it was observed that the saddle spring was disconnected from the pusher and the pusher had not been moved all the way to the front of the cover block. Minor die cast anomalies were discovered on the forming tool. No other defects or anomalies were observed. A non-conformance was opened to address the saddle spring disconnection issue. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The sample returned was an unopened representative sample. Upon functional inspection , the stapler was fired into the air and the staple fully formed and released. The stapler was then fired into a skin pad and the following 34 staples formed and released properly. The last three staples did not form when they were fired by the stapler. The stapler was disassembled, and it was observed that the saddle spring was disconnected from the pusher and the pusher had not been moved all the way to the front of the cover block. Minor die cast anomalies were discovered on the forming tool. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.